Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01970, 0001822565 - 2019 - 01858. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface did not slide in and click as it usually does, it wouldn¿t track into place. Surgeon tried to seat it numerous times and completed the procedure with another articular surface of the same size (prolonged version) and he was able to seat it successfully right away.